Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states during an long surgery, the scd express shut off after 11 hrs. As a result the pt was heparinized.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.